Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that he had low blood glucose of 32 mg/dl due to the sensor. The customer treated with food. Troubleshooting found that the drive support cap was normal assisted the customer with troubleshooting the low blood glucose. The customer was advised to call back if further assistance is necessary.